Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
A report was received from (B)(4) regarding an event that was submitted by the user facility to the (B)(4). The report did not have the details of the event. However, it contains the following imdrf codes: (B)(4). There was patient involvement.

Event description:
A report was received from health (B)(6) regarding an event that was submitted by the user facility to the (B)(6) vigilance program. The report did not have the details of the event. (B)(4). There was patient involvement.

Manufacturer narrative:
Correction: date of event, describe event or problem, concomitant med prod data, initial reporter facility name. Additional information: medical device serial #, device manufacture date, imdrf annex b and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
A report was received from health canada regarding an event that was submitted by the user facility to the canada vigilance program. The report did not have the details of the event. However, it contains the following imdrf codes: f23 - unexpected medical intervention. E0611 - heart failure congestive heart failure. A0705 - battery problem. A23 - use of device problem. There was patient involvement. A report was received from health canada's canada vigilance program which states, "patient rolling into room from or, IV smart pump module with all inotropes had error message reading critical battery. The module turned off and the patient became hemodynamically unstable with sbp in 70s, doctor at bedside pushing IV phenyl. Or staff states smart pump issue and recommends changing for new pump. Was not stated at what point pump was unplugged from wall outlet in or."